Event description:
It was reported that when using the bd pyxis medstation system, the attached 3no fridge unable to recover and stuck on initializing device manager. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care since the users had to utilize another device. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system med application did not pass the "initializing device manager" screen when helmer fridge is plugged into the device. A field service engineer replaced the bbb controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.